Event description:
A piece on the back of the mics locking mechanism broke, and the mics handle no longer locks in position. The doctor was able to finish the procedure. Case type: tka.

Manufacturer narrative:
Reported event: a piece on the back of the mics locking mechanism broke, and the mics handle no longer locks in position. The doctor was able to finish the procedure. Product inspection: the product was not evaluated as the product was unavailable for inspection. Device history review: device history records indicate (B)(4) were manufactured under lot k0cds and (B)(4) were accepted into final stock on 03-09-2019. A review of qt19-03-0056 revealed that the issue(s) are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42010119 shows 1 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904 . H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A piece on the back of the mics locking mechanism broke, and the mics handle no longer locks in position. The doctor was able to finish the procedure. Case type: tka.